Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a manufacturer representative reporting that the implantable neurostimulator (ins) slowly stopped holding a charge and now would not charge at all. There was premature battery depletion. Multiple trickle charge events were performed. An explant and implant of a new ins was planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for radiculopathy and spinal pain reported their right ankle/foot began hurting on (B)(6) 2016 so they tried connecting using the patient programmer (pp) but were seeing the poor communication screen and were unable to connect. An attempt was made to connect using the recharger but it was also unable to connect. The last time the implantable neurostimulator (ins) was charged was around (B)(6) 2016. The consumer was going to contact their healthcare provider (hcp) to check the ins and possibly perform a physician mode recharge (pmr).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information from a healthcare professional for a clinical study via a manufacturer representative reported that troubleshooting included device interrogation/device data. A new ins was implanted on (B)(4) 2017.

Event description:
Information from a healthcare professional for the clinical study reported there was a lack of pain relief. For the out of range impedance, the connection between the lead and battery was checked

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :3776-60, serial# (B)(4), product type: lead.

Event description:
Information from a healthcare professional, via a manufacturer representative, reported a system modification that occurred on (B)(6) 2016. The reason for modification was overdischarge and impedance not in range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.